Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 450cc mentor memorygel breast implant (serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant. During a revision procedure on (B)(6) 2020, the surgeon discovered that the right-sided device was ruptured. The procedure continued as planned: both devices were explanted and the patient replaced with a 300cc mentor memorygel breast implant on the left side (catalog number 3503004bc, serial number (B)(4)) and a 450cc mentor memorygel breast implant on the right side (catalog number 3504504bc, serial number (B)(4)).

Manufacturer narrative:
On april 1, 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was found to be ruptured and received incomplete. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number:(B)(4).